Manufacturer narrative:
The pt has multiple concomitant medications including xanax for mgmt of the panic attacks prescribed after initial symptoms, zoloft, wellbutrin for smoking cessation which he began taking approx 2007.

Event description:
The pt receives prialt and bupivacaine combination therapy, the drug concentrations and bupivacaine dosages were not reported. In 2007, after the pt's prialt dose was increased to 7mcg/day, the pt experienced symptoms of hallucinations, irritability, panic attacks, tingling in his extremities, muscle weakness in his foot, and chest pain and pressure. As a result the pt's prialt dose was decreased over time to 3.5 mcg/day and the symptoms resolved. The therapy was continued at 3.5 mcg/day for approx 10 months without any further adverse events. Three days after his pump was refilled the pt began experiencing the same type of symptoms he had previously. In addition, the pt began experiencing excessive drowsiness and "sleeps most of the time". In the same month, the pt also developed a fever. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.